Manufacturer narrative:
Pending investigation. Concomitant medical products: 300-01-13 - equinoxe, humeral stem primary, press fit 13mm, 3934522, 300-10-45 - equinoxe replicator plate 4.5mm o/s, 3918642, 300-20-02 - equinox square torque define screw drive kit, 3892135, 310-01-47 - equinoxe, humeral head short, 47mm (beta), 3818273.

Event description:
As reported, the male patient had an initial right tka on (B)(6) 2015. The patient was revised and the primary glenoid was very loose and worn on the articular surface. The reported event is not related to the breakage of a device. The event did not lead to a surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear and degradation of the bond between the glenoid components and the bone, which led to aseptic (non-infected) glenoid loosening. The extent and root cause of the glenoid loosening and prosthesis wear could not be confirmed as the devices were not returned for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported was likely the result of prosthesis wear and degradation of the bond between the glenoid components and the bone, which led to aseptic (non-infected) glenoid loosening. The extent and root cause of the glenoid loosening and prosthesis wear could not be confirmed as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.